Event description:
It was reported that the device was explanted after an implant duration of zero days. On 09/20/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to aortic insufficiency detected after the patient was separated from bypass. Per the operative report of (B)(6)2010, "the aortic valve was visualized and was observed to demonstrate slight defect under two of the pledgets." The valve was removed and replaced with another 23 mm bioprosthesis.

Event description:
It was reported that the patient has expired after an implant duration of approximately zero days, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient also had another device implanted, (B) (4). Two requests were made to the health-care provider (via email) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.